Event description:
It was reported to fresenius (via medwatch (B)(4)) that this hemodialysis (hd) patient experienced a suspected allergic reaction during hd therapy on (B)(6) 2025. The medwatch form indicated the patient attended their regularly scheduled hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs included: blood pressure = 150/96, heart rate = 77, respirations =18, temperature = 98.1, and the treatment was started at approximately 0540. At approximately 0600 the patient complained of chest pressure (chest pain) and was unsuccessfully treated with intravenous push (ivp) benadryl 25 mg. The patient also began complaining of stomach pain (abdominal pain), at which point the hd treatment was discontinued and emergency medical services (ems) were contacted. The patient was discharged from the incenter dialysis clinic ¿alert and oriented¿ (vital signs: blood pressure = 135/97, heart rate = 70, respirations =20) and was transported by ems to the hospital. Additional information was obtained during follow-up with the clinic manager (cm). The patient was hospitalized from (B)(6) 2025 through (B)(6) 2025, however no acute conditions were found. The cm stated the patient successfully underwent hd while hospitalized utilizing a nipro cellentia 17h dialyzer, without the return of symptoms. The patient has recovered from the serious adverse events and continues to undergo outpatient hd utilizing the nipro cellentia 17h dialyzer. Per the cm, the hypersensitivity/allergic reaction was caused by the patient¿s utilization of the fresenius fx coral fx60 hf dialyzer, however there were no defects or malfunctions attributed to the fresenius product. The fx coral fx60 hf dialyzer was added to the patient¿s list of allergies.